Event description:
Customer reported an issue with the spectrum monitor's display, which may have affected primary monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative replaced the unit's display. Unit was tested to factory's specifications.